Event description:
Report received indicated that during a percutaneous transluminal angioplasty, the balloon was unable to inflate and withdrawal difficulty through the sheath introducer was present. There were no anomalies seen during product inspection and product was use following the instruction for use (IFU). There is no available information regarding the target vessel and lesion type. It is unknown if the lesion was predilated. The stent delivery system (sds) was advanced to the lesion and attempts to inflate the balloon with an indeflator were made; however, balloon wouldn't inflate. Therefore, at this time decision was made to remove the sds. There was withdrawal difficulty through the sheath introducer therefore the sds catheter and sheath introducer were removed as one unit. Another smaller size sds was use to successfully end procedure. There was no adverse consequence to the patient. This product has been returned for evaluation and testing, however, the failure analysis report is not yet complete. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni